Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu for evaluation. The c-34 error was confirmed and reproduced. The iesu was placed on the in-house system and was run in normal mode.

Event description:
It was reported that during a vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that an error occurred on the integrated electrosurgical unit (iesu) when trying to use monopolar energy. The customer had swapped cords and power cycled the iesu, but the error persisted. The surgeon was able to control the bipolar energy but needed monopolar energy. The tse noted that the surgeon attempted to use a third-party generator, but the surgeon was not able to use energy from this generator. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse reported that they tried to use the third-party generator, but energy still wasn't working. The procedure was completed laparoscopically with no reported injury. The procedure conversion did not result in increasing port size incision or adding additional ports.